Event description:
It was reported that a 25-year-old caucasian female who underwent primary breast augmentation with unknown smooth mentor gel implants experienced right sided device migration post procedure. X-ray, mammography, and ultrasound demonstrated that the device had migrated out of the breast pocked and possibly folded. Future surgery is indicated, however, at the time of this report, mentor has received no information regarding an expected explantation or surgery date.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on january 26, 2023. The event date was clarified to be february 25, 2022. The device issues, originally reported as a device migration, was clarified to be a cutaneous contour deformity per ultrasound. There is palpable abnormality that appears to be directly related to the undulation of the surface of the implant. Reason for device explant and/or reoperation: cutaneous contour deformity manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on january 13, 2023. The impacted previously, previously reported as unknown gel, is a 325cc mentor memorygel breast implant, catalog #3503251bc, lot # 9458121, serial #(B)(6). Explant is scheduled for (B)(6) 2023. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: device migration manufacturer¿s reference number: (B)(4).